Manufacturer narrative:
Na.

Event description:
The event was reported from an unknown facility that the tube of a transpac IV monitoring spike kit with list number was disconnected as an out of box failure. There was no patient involvement. The device was returned for evaluation and during testing the reported condition was confirmed. One used list# 081-46114-89, lot# 4895752 was returned for evaluation. An image was provided by customer showing the area of disconnection. During visual inspection, the 24" tubing was found separated from the female luer. The tubing was found tacky. The tip of the tubing had uv adhesive. However, per the configuration, the tubing and female luer was supposed to be a solvent bond and not a uv adhesive bond. The separation had occurred due to the tubing was not fully cured during assembly process at ensenada. The probable cause of the incorrect bond had occurred due to an error during assembly process. A device history review of lot# 4895752 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.